Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Leakage in the infusion system was reported. Drops of insulin were found inside the pump. The user had blood glucose levels of 14-16 mmol/l the morning of (B)(6) 2014. No adverse event reported. A request was made for the return of the device.